Event description:
The device was returned for power on reset that was detected when assessing intermittent pacing failure after the patient experienced dizziness. It was noted that the patient had been using a rowing machine and step machine on a daily basis. No further patient complications have been reported as a result of this event. The device subsequently tested out of specification during the manufacturer's analysis.